Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported they have had infections for more than 15 years. Since having kids they have had utis several times a year.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient saw her healthcare provider (hcp) about a year ago for bladder infection. There were no further complications that have been reported as a result of this event.